Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reportedly received results of 220 mg/dl, 226 mg/dl, 160 mg/dl, 140 mg/dl, 110 mg/dl, and 115 mg/dl within 10 minutes on the aviva system. No adverse event reported. The alleged product was discarded and will not be returned for evaluation.